Event description:
Customer's husband reported an advantage blood glucose result of 180 mg/dl and 66 mg/dl within 10 mins on the professional system. Customer reported symptoms of hypoglycemia for which she self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.